Event description:
It was reported the device was returned to the MFR after being explanted due to recharge burden as the pt had high settings and had to charge the ipg several times a day.

Manufacturer narrative:
Corrections/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Result: the complaint of frequent charging required was confirmed. Functional testing revealed the returned ipg charged normally and passed a discharge test. The battery capacity exceeded the expected calculated stimulation time; therefore, the returned product met expected requirements. However, foreign material was observed at the feed through of channels 12, 13, and 15 which caused these channels to not pass the (B)(4) tests using the autotester. The downloaded pt program indicated channels 12 and 13 were used. This could explain the necessity for the pt to use the reported high settings which in turn could contribute to an increase in the ipg recharge burden. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.